Manufacturer narrative:
Other relevant device(s) are: product ID: 3389s-40, serial/lot #: (B)(4), ubd: 08-oct-2022, implanted: (B)(6) 2020, UDI#: (B)(4). Product ID: 3389s-40, serial/lot #: (B)(4). Ubd: 08-oct-2022, implanted: (B)(6) 2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the lead was off by one millimeter and the patient had tremors in their right hand and had awful balance. The patient stated that "[deep brain stimulation (dbs)] didn't work for" her.